Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/15/2024, it was reported by an arthrex employee via sems (B)(4)that an abs-10060 angel machine in the whole back area where the power cord plugs in and turns off/on came off the back panel of the machine. This occurred during a case with no effect on the patient. A new machine was used.

Manufacturer narrative:
Additional information: h2, h6. The complaint is confirmed. One unpackaged abs-10060 serial/batch number (B)(6) was received for evaluation. Upon visual inspection, it was noted that the cable/connector was damaged and had exposed wires. No functional test was performed for this device with exposed wires. The most likely cause for the reported failure, as the device is relatively new (manufacturing date 2023), is misuse by the end user.